Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed 1 opening assessed as surgical damage. ¿ migration: unable to observe as it is not related to the device. ¿ granuloma: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture, and "probable siliconomas in left armpit.¿ the device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, and granuloma.

Event description:
Healthcare professional reported left side rupture, and "probable siliconomas in left armpit.¿ the device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of granuloma/ rupture/migration was requested on nov 08, 2023. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to observe since it is not related to the device. Migration: unable to observe since it is not related to the device.

Event description:
Healthcare professional reported left side rupture, and "probable siliconomas in left armpit.¿ the device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 06/feb/2024.

Event description:
Healthcare professional reported left side rupture, and "probable siliconomas in left armpit.¿ the device has been explanted and replaced.